Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. A trapezoid rx lithotripter compatible basket was used during a stone removal procedure (pt age, gender and weight unk) in 2008. According to the complainant, "the tip...at the end of the basket popped off. This occurred prior to capturing the stone, but...[within] the cbd." The complainant indicated that the physician left the tip inside the pt to pass via peristalsis. The physician completed the procedure with another trapezoid rx lithotripter compatible basket. No pt complications were reported as a result of this issue and the pt was reported as "fine" following the procedure. Refer to associated MFR report #3005099803-2008-00467 for a description of the first event.

Manufacturer narrative:
The lot number is unk; therefore, the MFR date cannot be determined. The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined. A review of the complaint database could not be performed as the lot number is unk. A review of the customer's shipment history revealed three lots that were shipped to the customer prior to this event. A device history record review was performed on each lots; no anomalies associated with this complaint were noted. The march 2008 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.